Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017 the device was having difficulty in coupling with orvil. No patient involvement with this event.